Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was 360 mg/dl. The customer reported the alarm was resolved by a complete set change. The customer is unable to troubleshoot because these are past events so she gave all the information and has a working set. The customer does not want to return set and reservoir for analysis. The patient was advised to call when the alarm occurs in order to troubleshoot.